Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version: 2.1, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no required surgical intervention.

Manufacturer narrative:
Continuation of d10: information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: (B)(6), no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used during a cranial biopsy procedure. It was reported that there was an inaccuracy as the biopsy needle was about 1 centimeter off of the plan. This was visible in a postoperative magnetic resonance tomography (mrt) scan. The surgeon thinks that the needle most likely touched bone which resulted in a different direction. It was noted that they need to prepare the borehole big enough so that the needle does not touch bone. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
H3) the reported issue was investigated to determine a cause. The software team reviewed the case. Archives were not available. The logs captured that there was 1 session on the date of issue, the site used tumorresectionoptical procedure and performed many registrations. The final registration was performed using touch_trace with an accuracy of 2.4mm. The software team also reviewed the autoguide logs. But logs did not capture any abnormality related to the reported behavior. The software team is suspecting that the frame moved and might have caused the reported behavior. Apart from that, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.